Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient experienced a hypoglycemic event, and his face was drooping, his right hand was not responding, and he could not speak. No fingerstick was taken at that moment and the patient was brought to the hospital by his wife. When the patient arrived at the hospital a fingerstick was taken and the cgm was reading 119 mg/dl and the blood glucose reading was 60 mg/dl. The doctor provided intravenous treatment to raise the blood glucose level. The doctor suspected a stroke, and the patient was hospitalized for 2 days, but it was not mentioned the patient was diagnosed with one. For the suspected stroke, the patient was prescribed aspirin 81mg once a day, atorvastatin 40mg once a day, clopidogrel 75mg once a day, and lisinopril 20mg once a day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.